Manufacturer narrative:
The involved device has not been returned for evaluation and neither the lot number or product code are known. Therefore, the investigation was based on follow-up communications with the user facility and evaluation of reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined."

Event description:
While removing the guide sheath it "stretched and came unraveled" exposing the coil wire. The physician was able to remove the detached section of the sheath without going to surgery. Reportedly, the procedure was completed successfully. No additional event specific information has not been provided.